Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead could not be successfully positioned. The lead was not installed and a new lead was implanted successfully. The patient was stable post procedure.